Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, and nonconformances could not be completed. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, during the insertion of an altis sling, both sides were implanted successfully. Upon using the tensioning suture to properly position the sling, it broke off and made proper tensioning impossible. The surgeon stated that "it felt like once the tensioning suture got to the memory spot on the suture that it broke." The sling was cut off at the static and dynamic anchor sides and was removed, leaving the anchors implanted.